Event description:
A malfunction was reported when a customer's pump screen would not turn on in norway. There was no adverse impact to the customer's blood glucose level during the incident. Technical support arranged to replace the pump, as it was still under warranty. The customer was informed to use multiple daily injections (mdi) as a backup insulin therapy and instructed on how to put the pump into storage mode before returning it using a pre-paid label. The customer acknowledged and understood these instructions.